Manufacturer narrative:
(B)(4). Product evaluation: product analysis found that the black plastic part is burnt at the connection. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). The incident is due to a user error (lack of drying).

Event description:
It was reported that the device ¿is heating¿. There was no reported patient impact.